Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration values was manually enter and unit display the programmed valued properly on the display graph. No sensor feature working properly. No calibration anomalies were noted.

Event description:
Customer's spouse reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time of admission, and 378 mg/dl at the time of the call. The customer was given soda to treat. The customer experienced symptoms such as losing feeling on their right side. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having issues with sensor longevity and felt the sensors contributed to the low. The insulin pump will be returned for analysis.